Manufacturer narrative:
(B)(4). The manifold was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The manifold was placed into a test ventilator. The unit¿s volume was out of spec and would fluctuate during testing. A visual inspection was performed and the manifold bearings were in good condition, the piston shaft had black residue so it did not move smoothly and the diaphragm surface tension was inadequate. The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator volume exceeded the setting. When the tidal volume (vt) was set at 0.5, the actual value was over 0.58. There is no patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.